Manufacturer narrative:
End-user stated the lip or cap of the infusion port of the g-tube does not remain closed. This has caused food and medicine to leak out of the tube. End-user stated the lip/cap does not have a "solid click or feel" of being closed and it appears the plastic of the cap does not have a "tight hold" when closed. After multiple uses the lip/cap seems to lose "its friction" and ability to fit snug in the port and after multiple uses the tether holding the lip/cap tears. They g-tube is accessed 6 times a day for medications, 5 times a day for bolus feedings, and 8 times a day for water boluses. End-user stated the primary physician recommended to leave the g-tube in place as long as possible and not to change unless needed. A sample was not returned, however, user error cannot be ruled out. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported that the gastrostomy tube was leaking and had to be replaced.